Event description:
The customer reported the evis lucera elite gastrointestinal videoscope was leaking from the distal end. The intended procedure was a gastroscopy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material protruding from the air/water nozzle. The foreign material was a black rubber like material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. No leak was detected. Evaluation did find the following: the light cover glasses was cracked and worn, the optical cover glass was chipped and adhesive was worn, the outlet pipe had a blockage, the distal end adhesive was worn, the insertion tube had delamination, the control body aspiration housing colored ring was worn, the control body air/water housing colored ring was worn, the switch condition had a hole in the button, the light guide tube had delamination, the air channel volume had a blockage, the water flow was not to specification, the water removal was not to specification, the water channel volume had a blockage, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with a black rubber-like foreign matter. There was no physical damage where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.